Event description:
The customer reported non-reproducible elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving unicel dxc 600i synchron access clinical system. Subsequent testing produced lower results, one within the risk stratification and one within the normal reference interval. The elevated results were not released out of the laboratory. The customer has a standard protocol to retest results greater than 0.06 ng/ml. The customer stated quality control (qc) was within specification. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event.